Manufacturer narrative:
Correction made to a2: age at time of event: 3 years (previously submitted as ni). Correction made to a3a: sex: male (previously submitted as ni). Correction made to b3: event date/d10: 11/03/2024 (previously submitted as 11/04/2024). Correction made to f10/h6: medical device problem codes: a1203 (previously submitted as a0501). Correction made to f10/h6: component codes: g04034 (previously submitted as g04134). B5: during follow up, it was clarified that there was a disconnection between the minicap transfer set and minicap. There was no report of patient injury or medical intervention associated with this event; however, the patient was given unknown antibiotics as a precaution. No additional information is available. H11: a batch review was conducted for suspect lots h23d26083, h22d11045 and h23j05044 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 (lot #): there were three suspected lot numbers: h23d26083, h22d11045 and h23j05044. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and silicone tubing of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.